Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range (oor) shock lead impedance (sli) measuring 126 ohms. Over the last year impedances have varied from 90-120 ohms. There are no other oor lead measurements. Technical services recommends to continue to monitor and discussed when to test with a commanded shock. At this time, the rv lead remains in service. No adverse patient effects were reported.